Manufacturer narrative:
Results: bends and kinks were present approximately 8.0 cm, 9.0 cm, 29.5 cm, 55.5 cm, 59.5 cm and 88.5 cm from the hub. The jet7 was stretched from approximately 108.0 ¿ 114.0 cm from the hub. The device was fractured approximately 110.5 cm from the hub within the stretched segment. The total length of the device was approximately 135.0 cm. Conclusions: evaluation of the returned jet7 confirmed a fracture. If the device is advanced against resistance, the device may become kinked. The kink may have worsen to a fracture while retracting it from the non-penumbra sheath. Further evaluation revealed a stretch on either sides of the fracture. This damage may have been a result of forcefully retracting the device against resistance. Bends and kinks were present along the device. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician felt resistance while advancing a penumbra system jet 7 reperfusion catheter (jet7) through a non-penumbra sheath. The physician then noticed a kink in the jet7, as well as a hole at the site of the kink in the jet7. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.